Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s926usqs4axl5 cloud - smartphone hardware sm-s926u cloud - cgm sensor type g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the mother that she removed one pod due to an infection and activated a new one before taking her son to the hospital, where the hospital removed the second pod. The son developed irritation and an infection at the pod site. The emergency room (ER) visit began on (B)(6) 2025, leading to a 3-day hospitalization, with discharge on (B)(6) 2025. Symptoms included irritation, swelling, redness, pus, fever, and vomiting. The diagnosis was cellulitis, treated with three intravenous (IV) antibiotics for 4 days and one oral antibiotic at home. The site was prepared with alcohol wipes and skin prep, and the pod was removed like a band-aid. The pod was worn longer than 48 hours on the arm.